Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
The mesher does not move anymore. This was discovered before surgery. No patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from gcs pui - cite sanitaire nazairenn that a mesher would not move anymore. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation as well as 2:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 was noted to have a damaged comb and a defective bearing. Upon further evaluation, it was found that the ratchet was also defective. The cutter was found to not be sharp and to have not produced a passing mesh. Repair of the mesher occurred the same day and involved replacing the comb and a bearing on the mesher as well as spring pin in the ratchet. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutter were then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the spring pin on the ratchet was defective, which would prevent the ratchet from properly attaching to the roller and therefore lead to it not moving a mesh through the device as intended, it cannot be determined from the information provided as to what caused the spring pin to malfunction. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.